Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. The customer also reported having ketones from their highs. Customer treated their blood glucose with a manual injection. It was also found the customer felt sick from their high blood glucose. Troubleshooting found the customer did not have any leaks or air bubbles in their tubing or reservoir. The customer also declined to check their settings during troubleshooting. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.